Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. The procedure was performed late afternoon, the left atrial pressure was 18 and the patient was noted to have chronic atrial fibrillation. A 24mm watchman ® laa closure device was successfully implanted. All release criteria were met; the compression ranged from 12-19%. The patient returned for a follow up appointment in (B)(6) 2017, 29 days post implant. The closure device was found in the descending aorta. The patient was asymptomatic. The closure device was snared out the same day. There were no complications post-operatively and the patient was discharged two days later. No further patient complications were reported.